Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: half way in and half way out'), pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and pregnancy with contraceptive device ('unplanned pregnancy/pregnancy (no complications)') in a female patient who had essure (batch no. A57120) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2012, (B)(6) 2013, (B)(6) 2017.), abortion, hypertension and eye disorder. Previously administered products included for birth control: implanon from 2008 to 2010. Past adverse reactions to the above products included vaginal haemorrhage with implanon. Concurrent conditions included cardiac failure congestive, middle cerebral artery stroke, asthma, gallstones and postpartum depression. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013 for birth control as well as clopidogrel since 2017, iron since 2009 and minerals nos;vitamins nos (prenatal vitamins) from 2016 to 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("bottom of stomach pain"). The patient was treated with surgery (bilateral salpingectomy and cryoablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, anxiety, menometrorrhagia and alopecia outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain upper had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2017. The reporter considered abdominal pain upper, alopecia, anxiety, device dislocation, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received: lot number was added. Events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, menometrorrhagia, malposition of essure device location of device: half way in and half way out, dysmenorrhea (cramping), hair loss, abdominal pain upper were added. Reporter information updated. Patient history, concomitant drugs, lab data were added. Event severity and outcome of dysmenorrhea, pelvic pain and abdominal pain upper were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: half way in and half way out'), pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and pregnancy with contraceptive device ('unplanned pregnancy/pregnancy (no complications)') in an adult female patient who had essure (batch no. A57120) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gallbladder operation (gall bladder (B)(6) 2013) on (B)(6) 2013, multigravida ((B)(6) 2011- gravida 5 (B)(6) 2012- gravida 5), parity 5 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2012, (B)(6) 2013, (B)(6) 2017. (B)(6) 2012- para 2, (B)(6) 2011- para 4,), abortion (abortion x2), hypertension, eye disorder, gravida ((B)(6) 2012- term 2), anemia, constipation, diarrhea, infection mrsa, placenta previa without hemorrhage, with delivery (- 560 gram term placenta with 3 vessel umbilical cord - no chorioamnionitis, funiculitis or infarcts identified), biopsy endometrium, congestive heart failure, eye disorder, panic attack, postpartum depression, endometrial ablation and paratubal cyst. Previously administered products included for birth control: implanon from 2008 to 2010; for an unreported indication: fe, fentanyl, midazolam, demerol, hydromorphone, lorazepam, albuterol and ondansetron. Past adverse reactions to the above products included vaginal haemorrhage with implanon. Concurrent conditions included multigravida (gravida-6) since (B)(6) 2016, cardiac failure congestive, middle cerebral artery stroke, asthma, gallstones and postpartum depression. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013 for birth control as well as clopidogrel since 2017, iron since 2009 and minerals nos;vitamins nos (prenatal vitamins) from 2016 to 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("bottom of stomach pain"). The patient was treated with surgery (bilateral salpingectomy and cryoablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, anxiety, menometrorrhagia and alopecia outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2017. The reporter considered abdominal pain lower, alopecia, anxiety, device dislocation, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: placenta. Delivery - 560 gram term placenta with 3 vessel umbilical cord - no chorioamnionitis, funiculitis or infarcts identified. 39 and on weeks gestation, transvaginal first trimester. On (B)(6) 2006 ¿ male vaginal delivery no complications. On (B)(6) 2007 - male vaginal delivery no complications. On (B)(6) 2012 - female vaginal delivery no complications. On (B)(6) 2013 - female vaginal delivery no complications . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pregnancy test - on (B)(6) 2013: negative; on (B)(6) 2013: negative. Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2016: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.